Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: on (B)(6) 2014: patient presented with following pre-op diagnosis: nonunion of fracture. Procedure: revision hardware with re-fusion t4 through l3. Replacement of bilateral t4 to l2 rods. Replacement of pedicle screws bilateral t10 and l1, removal of l3 pedicle screws bilaterally, placement of autograft and allograft bilaterally, posterolateral t4 to l2. As per-op notes:" rhbmp-2/acs was cut in long strips and placed along the lamina and then out laterally at that level back and across the lamina from t4 to l2.¿ patient underwent x-ray of thoracolumbar spine ap lateral. Impression: intra-op lateral and ap fluoroscopic spot views of the thoracic and lumbar spine for surgical intervention and localization. On (B)(6) 2014: patient underwent x-ray of thoracic spine ap and lateral. Impression: posterior fusion from t4 through l2. Transpedicular screws with posterior rods. The overall alignment of the thoracic spine is anatomic. The fracture right rod noted on the prior study from (B)(6) 2014 has been replaced. On (B)(6) 2015: patient underwent lumbar and thoracic spine 2 views x-ray. Impression: stable appearance of harrington rods. No change in appearance of harrington rods. Anatomic alignment. No evidence of fracture or dislocation. On (B)(6) 2014, (B)(6) 2015: patient presented for follow up after his re-instrumentation/fusion for pseudoarthrosis and hardware failure. Post operatively patient alleged unspecified injury due to use of rhbmp-2/acs.